Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous proximal to distal right coronary artery (rca). The physician performed plain old balloon angioplasty (poba) using a 2.5mm x 15mm non-bsc balloon catheter and subsequently, intravascular ultrasound (ivus) was performed. A 38x25mm promus element plus stent was deployed with two inflations at 12 atmospheres in the middle of distal rca and a 38x30mm promus element plus stent was implanted in the proximal mid rca at 14 atmospheres with two inflations. A 3.00x20mm promus element plus was then advanced to treat the proximal rca, however, it was unable to cross the lesion. The complaint device was pushed forcibly and it was noted the distal side of the stent was lifted. The device was exchanged with a 3.5mm x 20mm promus element plus stent and a 3.5mm x 20mm promus element plus stent which was inflated for 3 times and deployed at 16 atmospheres. The procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).